Event description:
A customer reported an issue related to updating the time, personal profile, or biq/ciq settings, including sleep schedules, on their device. There was no adverse impact to the customer's blood glucose level as previous settings did not result in extreme blood glucose readings. Technical support assisted the caller with updating the pump time and advised them to monitor for any further discrepancies. The caller understood and acknowledged this guidance.